Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for revision of the patient's left hip on (B)(6) 2020 due to femoral periprosthetic fracture. As reported in medwatch (B)(4): "patient had a left total hip arthroplasty [manufacturer not reported, (B)(6) 2020] and was discharged home without complications. The patient returned to the emergency department with a fractured left femur around her previous tha. She was taken to the or for revision of her left femoral component with orif of proximal femur [(B)(6) 2020]..." Additional information received from initial reporter indicates the primary hip was a stryker mako hip.